Event description:
The customer reported that the table and tower will not boot up.

Manufacturer narrative:
(B)(4). The ge service rep replaced the tgi board and the ps1 power supply. The system boots up properly.